Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardic pacing as well as inappropriate shocks for atrial fibrillation with a rapid ventricular response. Therapy was exhausted in the ventricular tachycardia zone. Boston scientific technical services discussed programming options. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.